Event description:
Found during testing, according to the reporter, after opening the device to remove and replace the ECG connector, the device will not recognize when standard paddles are connected to it. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that the ribbon cable connector, designated j23, on the therapy connector assembly had been mis-connected to the OEM pcb assembly connector, designated j28. The therapy cable connector was re-connected to the therapy pcb assembly connector, designated j23, and then the device was observed to operate properly through functional and performance testing. The device was returned to the customer for use.